Event description:
As reported via legal documentation the patient had a left tka. The legal document does not have a revision date, it is not clear if the device has been revised or will need to be revised. Document states: "failed total knee replacement of the left knee and the need for surgical revision; constant swelling of the left knee requiring needle aspiration; infection; pain, suffering, and gait abnormality." There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. This is 1 of 2 reports for this event.